Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was >10000 miu/ml. The sample was diluted (1:100 ratio) and the result was 47.3 miu/ml. The sample was repeated again with a dilution (1:100 ratio) and the result was 82599 miu/ml. The questionable results were not reported outside of the laboratory. The sample was repeated as the results did not match the patient's clinical diagnosis, which alerted the user of an issue.

Manufacturer narrative:
The elecsys hcg+beta reagent lot number is 70917403 with an expiration date of 30-sep-2024. The field service representative found that the bead's mixer speed was high and he adjusted it. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.